Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy procedure the powered vascular stapler closed on the vessel, it locked out when attempting to fire the device. The manual override was used immediately and the battery removed, not knowing about reverse button. When manual override was attempted, it did not allow jaws to open cut device out of patient and removed it. The case was delayed by five minutes but completed with no patient consequences.